Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited under sensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Upon review of additional information received, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2023-02680.